Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2005. They underwent left knee revision surgery on (B)(6) 2021, approximately 5 years 10 months post primary procedure. Revision op report findings: extensive synovitis with thick rind with blood + purulent effusion consistent with chronic infection. Aori ii a bone loss lateral tibia and lateral femur. Extensive osteolysis of the patella. Implants not grossly loose. Severe polyethylene wear with severe delamination and yellow discoloration of the insert. Wear of the patellar button. Grossly unstable to varus valgus stress in extension and flexion. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and infection or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.